Manufacturer narrative:
Email is: regulatory.(B)(6) device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the device had air leakage found after the product was used on the patient. Product was found to be damaged after removing it. A new set of products were used to replace it and the tube was successfully placed. No harm caused towards the patient and no medical intervention reported. Implantation date does not apply. "Deactivation date is (B)(6) 2023."

Manufacturer narrative:
G5: 510k is blank, this catalog number is not sold in the united states. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.